Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, a review of the device log confirmed that the patient was not in ventricular fibrillation or ventricular tachycardia at the time the shock was recommended. The log review found no evidence of device malfunction, and the shock recommendation was attributed to known limitations of the technology. The zoll AED 3 is designed for use on patients with suspected cardiac arrest who are unresponsive, not breathing normally, and show no signs of circulation. Based on the available data, the device functioned as intended. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 77-year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.